Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. Pictures of discarded components are not available either. Review of production records for complained components cannot be performed as lot number is unknown. Through follow-up communication it was learned that explanted component was a smr reverse baseplate. No specific patient habits, clinical condition and/or social context have been mentioned as contribution to the issue. Pre-operative x-rays analysis performed by a medical expert revealed that the case is a loosening of the glenoid components with gross disruption out of the bone, which can be a result of major trauma, but is not normal for aseptic loosening. Moreover, there is sign of surgical error as the humeral component is rather proud and angulation is not properly chosen. According to medical expert these details are indicators of probable problems with the glenoid bone fixation by the surgeon in the first surgery. Therefore, taking into account that: no further information can be retrieved on involved components. Surgeon confirmed poor patient bone quality. X-rays analysis performed by medical expert highlight that implant failure is most likely related to surgical errors in glenoid bone fixation during original surgery rather than a product problem. The most likely root cause is related to surgical errors in original procedure and patient poor bone quality. According to investigation outcome, the manufacturer has no evidence to consider the event as product related. Taking into account the involved product system shoulder, no concerning trend has been identified for loosening in the last 12 months. Based on the investigation performed, no corrective actions is required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Revision surgery has been performed on (B)(6) 2026, due to glenoid loosening. Date of previous surgery is unknown as well as complete information of implanted components. During revision the original reverse was converted to an anatomical hemi-configuration removing pre-existing failed glenoid components including smr reverse baseplate (pn: 1379.15.160 or pn: 1379.15.170) and implanting in the humeral side the adaptor 36mm for reverse body (pn: 1352.15.200) and cta head dia 46mm (pn: 1323.09.460). Surgery has been completed as intended. Patient is female, date of birth on (B)(6) 1947. Event occurred in the united states.